Manufacturer narrative:
Correction: this is a duplicate MDR. The correct information has been filed under MDR 1723170-2018-01572.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. Testing revealed that the upper louver cover was replaced on the imaging system to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect louver cover has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A manufacturer representative reported that, while outside of a procedure, the louver cover on the imaging system was damaged. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: analysis case part received. Analysis on the returned louvre cover showed physical damage on the cover. Visual inspection confirmed the louvre plate is bent and has multiple scratches. Analysis on the returned detect positioner louvre hinge determined that there was physical damage done and the hinges were broken. The part was snapped in half.